Event description:
It was reported that the patients lead had migrated causing high impedance and inadequate stimulation. The patient underwent a lead explant procedure, and the explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5061518.